Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device was out of specification on the +12 volt current drain, program/interrogate buttons and +12 volt transmit current functional tests. As a result the cable was replaced. Product ID 2090w programmer; product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer is stuck on the opening screen. The hour glass does not go away (frozen). It was also reported the power cord is cut. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.